Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify low battery, weak battery and battery out limit alarm due to failed battery test alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had blank display and failed battery. The customer¿s blood glucose level was 27.2 . The customer stated the pump had critical pump error and the battery was made loose and received battery out limit. The customer was unable to troubleshooting for the high blood glucose since the customer kept having trouble turning the pump back on and had failed battery test. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to back up plan and treat per health care professional instructions. The insulin pump will be returned for analysis.